Event description:
Nurse was going to start an IV. When she removed the plastic protective cover she discovered the needle was bent. This is the second IV needle with this problem that has been turned in.